Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered optical signal issues and the patient had atrial fibrillation (afib) during impella 5.5 support. It was reported that from time of insertion of pump into the body, both aortic and ventricular placement signals¿ systolic values were off from peripheral arterial line measurements and that impella values were lower by about 20-25. Left ventricle (lv) signal was adjusted and no change was noted. Prior to insertion, aortic placement signal values were between 0 and -1. Flows were good and there were no other impella related concerns. Additionally, the patient encountered afib overnight and was given amiodarone as a result.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Arrythmia the cause of the injury was not determined due to insufficient clinical details. Optical signal issue the data logs show that after starting the pump the placement signal (ps) was stable around 60mmhg but there were spikes in it with small dips in flow, and suction alarms. Impella position unknown alarms were also triggered, and the lvp can be seen lower than the ps values and diastolic suction is occurring. The raw optical sensor was steady along with all 5s parameters. There is the potential that the pump is slightly out of position, but since the product was not returned and there is insufficient clinical information provided, the true cause of the optical signal issue cannot be determined. Device history review: the device passed all the post sterile inspection checks.